Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes atrial lead impedance >1990 ohms and output, capture and sensing anomalies. When the lead tested normal, the pulse generator was replaced. Visual observation revealed that the distal terminal block had a "black look" to it.